Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had a syncopal episode. The patient was found unresponsive sitting in a chair. The patient was further evaluated in the emergency room and programming changes were made.